Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the emergency room with controller clock corrupt alarms and pain. The patient's system controller clock was reset and the alarms resolved. Then backup battery fault alarms appeared and the backup battery was replaced. The system controller began to alarm for controller clock corrupt alarms and the system controller was exchanged with resolution of the alarms. Log files showed controller clock corrupt events and black power lead disconnects leading to no external power and low voltage hazard events.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of a clock not set alarm/controller clock corrupt alarms was confirmed via analysis of the log files. However, the damage to black power was not confirmed, as the system controller, (B)(6) , was not returned for analysis. The submitted controller event log files contained 256 events. The first 209 events were captured while the controller clock was not set associated with controller clock corrupt alarms and were recorded with timestamps from 01:25:27 to 02:59:07 in 26feb2000. The system clock was properly set on 07 nov 2022 at 14:09:00. After the clock was properly set, the controller contained data from 14:09:00 to 15:02:13 on 07 nov 2022. The controller clock corrupt alarms indicate that a total loss of power to the controller and pump stop had previously occurred; however, the log file did not capture these events due to it being overwritten by newer events. Of note, the loss of external power and the depletion of the controller's internal backup battery would result in a pump stop. Throughout the log file, even though the controller's clock had not been set, the controller recorded atypical power cable disconnects due to brsoc invalid faults associated with black power lead while the system was operated on battery power; this issue appeared to be related to the black lead damage, as it was reported. The power cable disconnect events associated with black power cable disconnects lead to no external power and low voltage hazard events. Several emails requesting missing meaningful data and/or event details were sent to the account, asking if alarms have been observed since the system controller was exchanged and its return status. Per account response, an issue appeared to be with the black lead of the controller that was resolved once exchanged, confirming that only one controller was exchanged; however, no equipment would be returned for further analysis. As the system controller will not be returned for analysis, this complaint file will be closed without further action. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the clock not set, low voltage advisory/hazard, power cable disconnect, and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 4 "system monitor" explains how to set the system controller clock to the appropriate date and time. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. The 14v battery charge level and fuel gauge display is also explained in these documents. The IFU and patient handbook inform the user not to rely on the controller's backup battery as it will only power the pump for a limited amount of time; the backup battery is intended only for backup power during a power emergency. These sections also states that the patient must always connect to the mobile power unit or power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section, subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook section "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (IFU) under section 2 entitled ¿system operations¿ informs the user to ¿keep the system controller power cables dry and away from water or liquid¿ as it may cause the system to fail or serious electric shock. Section 7 entitled ¿frequently asked questions¿ explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6) , was shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pain that the patient was admitted with was unrelated to the event.